Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Root cause could not be determined with tandem technical support as alarms occurred in the past. Customer changed out infusion sets and resumed insulin delivery. Customer's blood glucose was approximately 250 mg/dl.